Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted with two proglide devices via an 8f sheath after a interventional electrophysiology ablation (ep) procedure. Reportedly, the proglide was flushed prior to use but there was no blood flow coming from the marker lumen when the first proglide was inserted and positioned in the vessel. An attempt was made with another proglide device; however, there was no suture present when the needle plunger was removed after deployment. Another proglide device was used successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.